Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 a review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the investigation results, foreign material came out of the biopsy channel and in the suction cylinder, could not be identified. The legal manufacturer confirmed there was no deviation from the reprocessing steps. According to the image provided by sbc, we could confirm the material in the biopsy channel and suction cylinder. However, we could not identify the material. There was no physical damage at the place where the foreign material remained. We could not identify the foreign material. We could not conclusively specify the root cause of the foreign material remained in the device. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection. Chapter 5 reprocessing the endoscope (and related reprocessing accessories).¿ olympus will continue to monitor the field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material in the suction cylinder and out of the channel tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.